Manufacturer narrative:
The device has been received. The investigation is not yet complete.

Event description:
The customer contact reported a device had no ac indicator light and a burnt power cord. The customer further reported that the power cord was customer supplied. There was no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation confirmed that the ac power cord was burned due to a blown fuse, and the probable cause for the blown fuse was a faulty fuse drawer due to contamination. The ac power cord, the fuse drawer, and two fuses were replaced.

Event description:
The customer contact reported a device had no ac indicator light and a burnt power cord. The customer further reported that the power cord was customer supplied. There was no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.